Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2016: device evaluation: the device has been returned and evaluated by product analysis on 03/15/2016 with the following findings: on examination, the keypad was fully intact without damage. On testing, all the keypad buttons demonstrated normal response. The keypad cover was removed for investigation and did not reveal any contamination of the keypad button contacts. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the keypad wiring. Investigation did not duplicate the complaint. Unrelated to the keypad complaint, the audio bolus button cover was noted to be torn. The audio bolus button was fully responsive on testing.